Manufacturer narrative:
The investigation of the reported issue was completed. The detailed log file analysis showed that the treatment table and the flat detector (fd) were close to each other within the ¿collision protection zone¿. Therefore, for safety reasons, the system moved at a reduced speed. This behavior is indicated in the instruction for use. It is assumed that this was the reason the user thought that the table was ¿hard¿ to move. During table movement, which was controlled by the user, the proximity switch of the fd was activated (most likely because the patient touched the fd) and then the system moved the fd slightly in the opposite direction as specified. Subsequently, the user moved the fd further away from the patient and the table could be moved again at normal speed. The concerned system was inspected at the customer site. No system defects were found. However, as part of the service activity, angular commutation, offset and cogging moment compensation were performed. The reported issue could not be confirmed. The system works as specified. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis icono biplane system. During an interventional procedure, the table was hard to move when it suddenly started moving very quickly. As a result, the flat detector collided with the patient. The physician paused the case to ensure that the patient had not been injured. As the patient assured that they were fine, and the procedure was continued and completed on the same unit. We have no indications of any adverse effects on the health status of the involved patient.